Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Product identification & expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Manufacture date - unknown. The product identification necessary to review manufacturing was not provided the report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the reason for the revision is unknown. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted if necessary.

Manufacturer narrative:
This follow up report is being filed to relay additional information. This report is 1 of 2 mdrs filed for the same event (reference 1825034-2012-01978/ 1825034-2016-04956).

Event description:
Patient's legal counsel reported that patient underwent m2a hip arthroplasty and reports patient allegations of personal injuries. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in medical records revealed the patient was revised approximately 9 years post-implantation due to elevated metal ion levels. Revision operative report indicated evidence of metallosis, including blackened tissue, metal debris embedded in acetabulum, and purulent fluid within the joint.

Manufacturer narrative:
This follow-up report is being filed to relay additional information and corrected information. Concomitant medical products - integral femoral stem catalog#: x12-171312 lot#: 381980, m2a magnum taper adapter catalog#: 139258 lot#: 050120.

Manufacturer narrative:
Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation.

Event description:
Patient's legal counsel reported that patient underwent m2a hip arthroplasty and reports patient allegations of personal injuries. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.